Event description:
On (B)(6) 2014, an abbott employee was informed of a case involving three patients that seroconverted to (B)(6) after receiving blood components from an (B)(6) blood donor that tested non-reactive on the (B)(6) at the time of the donation ((B)(4) from (B)(6) 2014). The issue was discovered when the customer searched their database for reactive results compared to previous patient history. Recipient of platelets from unit (B)(4): (B)(6) man received a transfusion on (B)(6) 2014, because of a very low platelet count due to a hemorrhagic dengue fever post-transfusion tests were performed on (B)(6) 2014, with the following results: western blot: (B)(6), viral load: 9,890 copies /ul cd4: 714 cells /ul cd8: 1,003 cells /ul see also manufacturer report numbers 3002809144-2014-00167 and 3002809144-2014-00168 for the other 2 recipients.

Manufacturer narrative:
(B)(6).the clinical sensitivity for all 3 referenced lot numbers was evaluated by testing two commercially available seroconversion panels ((B)(4)). The seroconversion panel results were compared to historical (B)(6) results provided by zeptometrix. Lot numbers (B)(4)contains the same bulk components as complaint lot (B)(4) which was not available for testing) detected the same samples as reactive for the seroconversion panels when compared to the data provided by zeptometrix. Based on these data it was shown that the sensitivity performance of the lots is comparable to historical lots. Furthermore customer control monitoring data from (B)(6) 2014, (B)(6) 2014 and (B)(6) 2014 were reviewed. Abbott controls and non-abbott controls were tested. Abbott controls were within package insert claims and all controls values were within the ranges set by the customer. The donor sample from february was not available for further investigation (several attempts were made to obtain the donor sample in question but the customer was not willing to provide the sample). The customer tested the original sample on two additional architect lots ((B)(4) 2014 and (B)(4) 2014) which were both non-reactive, further confirming the (B)(6) result from (B)(6). Furthermore, the customer reported that no alternate or confirmatory testing was performed for (B)(6) on the donor sample from (B)(6). Labeling was reviewed and found to be adequate. The (B)(6) has an analytical sensitivity of less than 50 pg/ml to (B)(6). The (B)(6) uses (B)(6) to detect (B)(6) prior to seroconversion. A two-year tracking and trending review was performed on the product, along with complaints and quality data (deviations and non-conformances) of the implicated lots; no adverse trends were identified. The (B)(6) 2014 results of this donor unit (B)(4) are indicative of a sample with (B)(6) levels that are below the analytical sensitivity of the assay (50 pg/ml) with a final result interpretation of (B)(6). Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified. This report is being filed on an international product, (B)(6), that has a similar product distributed in the (B)(4).